Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of over 500 mg/dl and an unspecified amount of ketones. Cause of elevated bg level was unknown. Bg was treated with a fast acting insulin. Reportedly, customer left the ER a few hours later with the issue resolved. System check with tandem technical support confirmed the pump was functioning as intended.